Event description:
It was reported via the sales rep, that at the hospital (B)(6), the following event occurred: "when the surgeon tried to drill on the proximal part of the nail, the drill broke. A second drill has been used and it broke too." It was further reported that the surgeon finished the surgery using a 3rd drill.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplement.